Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify or duplicate the reported issue. Unrelated repairs were made to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device does not recognize the therapy cable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.